Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years post port placement, the catheter was allegedly found to be broken. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified deformation and wear issues as a partial diagonal break was noted to the catheter approximately 6.3cm from the distal end of the cath-lock. Further, the edges of the partial diagonal break were noted to be sharp and smooth and both the break surfaces appeared rounded. Further, the investigation is unconfirmed for the reported material separation issue as no evidence of complete separation of material were noted on the returned device. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years post port placement, the catheter was allegedly found to be broken. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.